Manufacturer narrative:
Conclusion: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, the active electrode has been received incomplete and no exact location of the fractures could be determined. This is a final report.

Event description:
Reportedly, the hearing performance with the device is affected after the user fell and hit her head on the implant site on (B)(6) 2021. The user was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, the hearing performance with the device is affected after the user fell and hit her head on the implant site on the (B)(6) 2021.